Event description:
The pump was returned for investigation. Investigation revealed a cracked force sensor flex trace. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the device history indicated a loss of prime with zero force. The pump was exercised without duplicating a loss of prime. The pump case was opened and the force sensor flex trace was found to be cracked at the pin connection. (B)(6).